Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose level of 42 mg/dl. She treated her low blood glucose level with juice. The threshold suspend did not work properly. The customer also had issues with her sensor and blood glucose level difference. Her blood glucose level was 200 mg/dl but her sensor glucose reading was over 400 mg/dl. The sensor and blood glucose difference was not within an acceptable range. Her previous sensor had a slight curved cannula. The device was not returned.